Event description:
The pt reported experiencing a burning sensation at the ipg site with stimulation on and off. The pt stated it did not occur all the time and was not related to charging. The pt was advised to consult with her physician. The pt indicated she did not want to meet with the sjm rep unless the issue worsened.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.